Event description:
It was reported that the patient experienced muscle stimulation and a feeling of stimulation in the center of his chest. The right ventricular lead was capped and replaced which resolved the muscle stimulation issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.